Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a cracked keypad overlay, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test and self test. However, the insulin pump was unable to communicate properly with the transmitter. The insulin pump was cut open to perform visual inspection and no loose electronic components noted. However, moisture damage was found on the electronics assembly. No moisture damage on the motor and vibrator assembly noted. The original pcb2 was cleaned and installed in a test pcb 1, case, internal battery and motor. Powered the insulin pump on using the aa 1.5v battery and continued testing. The pump was still unable to communicate with the transmitter. In conclusion, the insulin pump was unable to communicate properly with the transmitter due to moisture damage found on the electronics assembly.

Event description:
Information received by medtronic indicated a trouble with connecting transmitter to the insulin pump. Failed numerous time. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.